Manufacturer narrative:
Received 1 used silicone catheter. Per the visual inspection, a 0.25¿ cut was found on the bifurcation area of the drainage lumen. Per the functional evaluation, water was injected by the drainage lumen and leakage was noted by the cut below the bifurcation area on the drainage lumen. The reported event was confirmed as a manufacturing related issue. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found from the shaft of the catheter, about 4 hours after placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that urine leakage was found from the shaft of the catheter, about 4 hours after placement.